Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was charging the ipg more frequently. It was also reported that the bsn representative was having difficulty programming the stimulator. The patient underwent an ipg replacement procedure and was doing well postoperatively.